Event description:
It was reported the right atrial (ra) lead had small p-wave with low impedance and loss of capture. The event was reported from the panorama clinical study. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.